Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing cerebrospinal fluid leakage during trial. Symptom of headache was noted. The physician asked the patient to consume caffeine to help with the headache. The leads were pulled out on the normal scheduled time. The patient was doing well postoperatively.